Event description:
The manufacturer received information alleging a ventilator's lcd was blank and would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd was blank and would not power on. The device was returned to the manufacturer and the customer's complaint regarding the lcd was confirmed. The lcd was replaced to address the issue. During the evaluation, the device powered on and continued to provide flow even though the screen was blank.